Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Reportedly, the customer's daughter woke them up and gave them orange juice and glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: returned to mfg: yes, date returned: 1/3/2024, h3: anticipated but not begun, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221. D9: returned to mfg: yes, date returned: 1/3/2024, h3: anticipated but not begun, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221.